Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that while in use on a patient, the blower stopped working, and no ventilation occurred. The device was in use on a patient at the time the reported issue was discovered; however, the device was removed from the patient, and the patient was not harmed. The bme reported to the remote service engineer (rse) that the device alarmed, but there was no blower output. The bme also mentioned to the rse that in diagnostics, the blower rpm remained at 3000 when the flow was increased, but there was not any output from the blower. The rse provided the bme with the part number and price of the blower assembly for repair upon request. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.